Event description:
The customer reported to baxter healthcare that on an unspecified date an unknown quantity of unspecified primary IV tubing, that was used with unspecified pumps, was reportedly giving some of the nurses "problems with the flow of antibiotics from tubing above pumps when secondary tubing is being used." The customer also stated that "no specifics were given aside from the fact when antibiotics are hung above the pumps they are not flowing correctly." The customer stated that the problem was detected on the facility's "ob floor." There was patient involvement, however, no injury or adverse event is reported. No further information is available.

Manufacturer narrative:
(B)(4). The product code and lot number were not provided; therefore, no us 510k number can be provided. The sample is unavailable for evaluation, and therefore, the reported condition cannot be confirmed nor reproduced. Therefore, no conclusion can be determined for the reported condition. If additional information or samples become available, a follow up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). Baxter obtained additional information from a nurse regarding a clearlink secondary medication set in which a no-flow was detected when administering a second dose of unspecified penicillin. The penicillin was being administered to a laboring female obstetric patient on an unknown date in (B)(6) 2012. The nurse stated that the IV had been running for several hours previously with the same setup using an unspecified sigma spectrum pump. The nurse stated the no-flow occurred when adding the second dose of medication to the same tubing. The nurse stated that she removed the secondary medication set and administered the drug as a primary infusion without further issue. The nurse stated that there was no injury or adverse event that had occurred. No sample was saved. No further information is available at this time.